Manufacturer narrative:
This report is submitted on april 04, 2018, (B)(4).

Event description:
It was reported that the patient experienced an infection at the abutment site and subsequently underwent revision surgery under a general anaesthetic on (B)(6) 2018. During the procedure, the skin was excised around the abutment site and a topical antibiotic was administered.